Event description:
It was reported via clinical study that the 68 yo female experience aseptic glenoid loosening due to rotator cuff tear. The patient was treated with injection for pain relief. The outcome was last known as resolved on (B)(6) 2014. Patient's health status is not compatible with revision surgery due to persistent /significant disability.

Manufacturer narrative:
Please disregard previous report as this event was determined to be non-valid and non-reportable.